Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: impact, dropping, shock or similar stress. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use which state: "chapter 4.1 inspection and testing", ¿warning risk of injury¿ lists ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the tip of the subject device was damaged during preparation/inspection for use. There were no reports of patient involvement.